Event description:
It was reported that on (B)(6) 2023, a 25mm navitor valve was chosen for implant using a mall flexnav delivery system. The final implant depth was 4mm. After the successful implantation of the valve, an atrioventricular (av) heart block was observed. The patient required a permanent pacemaker. The patient reported as discharged.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 25mm navitor valve was chosen for implant using a small flexnav delivery system. During procedure, an atrioventricular (av) heart block was observed. The final implant depth was 4mm. On (B)(6) 2023, the patient required a permanent pacemaker. On (B)(6) 2023, the patient got discharged form the hospital.

Manufacturer narrative:
An event of heart block during the device implant procedure was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the patient did not have any previous conduction disturbances, there was no calcification extending beneath aortic annular plane in the interventricular septum, and that the valve was implanted 4mm from the non-coronary cusp, which is deeper than the optimal 3mm depth. Based on all available information, a cause for the reported event could not be conclusively determined. It is possible that implant depth contributed to this event. However, this cannot be confirmed.